Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 2.1 and 3.1 was failed and not detected on bus. A field service engineer reseated and checked all cables and found drawer 2.1 c & d row got liquid spilled, then replaced both cubie trays to resolve the issue and also checked slide bumpers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed, user tried to reboot and recovered but failed. User was unplugged and plugged in the power cable, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.